Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a tube was placed in a patient at one facility and then transferred to another facility for bronchoscopy. During the bronchoscopy pieces of the balloon were observed in the patient's respiratory tract. The surgeon used a double lumen tube to retrieve the pieces. It was believed all the pieces were retrieved. The customer reported the pieces were not the cause of the patient¿s issues and there was no patient injury reported in this event.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and the reported event was confirmed. An inflation/deflation test was performed and it was observed the cuff held the air. A visual inspection was performed and it was observed the tube is missing the 15mm connector and the cuff doesn¿t present damage. A formal investigation was initiated to address air restriction issues. The device history record was reviewed and no discrepancies were found. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.